Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a swollen lower extremity and a thrombus/occlusion following the use of an abre venous stent. A thrombus was identified post-procedure during a follow-up scan, located in the deep vein and within the stent itself. The stent was found to have 100% lesion stenosis, was crushed, fractured, and deformed. The thrombus was associated with the common iliac vein on the left side, in the proximal location. The device did not pass through a previously deployed stent. The procedure was aborted. The issue with the stent remained unresolved, and the device was not safely removed from the patient. No medical or surgical intervention was reported. The issue is still present. The incident happened at another facility. Patient went to emergency department with swollen lower extremity.

Manufacturer narrative:
Image analysis image (B)(4) is a single image of an xray view of the pelvis. The event description describes thrombus associated with a deformed, fractures, and crushed stent in the left common iliac vein. The image appears to have a stent in the right pelvis, though there are no markings for r or l, so there is no way to tell if this is ap or pa view. The stent is most likely in the right common iliac. There is visible deformity of the stent, but the image is not clear enough to tell whether there is fracture of the stent ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.